Event description:
It was reported the single use 3-lumen extraction balloon popped inside the patient during an unspecified procedure. Ears, nose, throat (ent) needed to re-intervene/retrieve the balloon fragments left behind in the patient. Additional information regarding the procedure and device retrieval was requested, but not provided at the time of this report.